Event description:
The pump was returned on (B)(6) 2013 for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation (B)(4) 2013: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: when the pump was powered on the display screen was dim and discolored pink. The pump cover was opened to take away a bad display screen and replaced with a test display screen. The test display screen showed a strong contrast and clear text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).